Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002553, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6002553 was manufactured according to the work instruction (wi) version 94 and packaged in the machine multivac 10 on 10-aug-2023, with a total of (B)(4) units. Gluing tube the sub-assembly, gluing tube of the lot 3g04889 was manufactured according to the work instruction (wi) version 55 and manufactured in the machine sc06, on 07-aug-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3g04880 was manufactured according to the work instruction (wi) version 55 and manufactured in the machine sc06, on 31-jul-2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3g04890 was manufactured according to the work instruction (wi) version 55 and manufactured in the machine sc05, on 08-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: netherlands.